Manufacturer narrative:
Per sales representative, hospital had two visits from field service but the issue still re-occurred. They are asking if they can ship the entire system 1 for repair. Additional diligence confirmed the pump stops occurred during priming and after the procedure.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, the user facility reported that the large roller pump stopped. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient reported. Per clinical review, the pump had stopped earlier in the day when a perfusion circuit was being primed and prepared for cardiopulmonary bypass. It stopped, without user intervention, and a service pump message was posted on the local pump display. It could be re-started with local pump controls, but the perfusionist elected to not use the pump during the procedure and totally new perfusion system was used during the procedure. After the procedure was completed, the perfusionist was trying to duplicate the pump stop, with service pump messaging. The perfusionist started the pump and ran the pump at about 4-5 l / min and the pump did stop and the service pump message was posted on the local display. The perfusionist was able to duplicate the pump stop as observed during prime. This pump was not used during the procedure.

Event description:
This block was incorrectly updated to state large pump. The device is, as reported in the initial report, a small roller pump.

Manufacturer narrative:
(B)(4).per sales representative, the issue happened three times. The pump stopped twice during surgery. They tried testing it after surgery, but it stopped again for the third time. The hospital had two visits from field service but the issue still re-occurred. They are asking if they can ship the entire system 1 for repair.this complaint is related to (B)(4) / medwatch #1828100-2017-00014.this complaint is related to (B)(4) / medwatch #1828100-2017-00015.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the small roller pump stopped working. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient reported. Per clinical review, the large pump stopped with a service pump message being posted and the small roller pump was linked to the arterial pump and was configured to stop when the arterial pump stopped. The small pump did stop (as configured), when the arterial pump stopped and there was no indication of malfunction of the pump. It stopped per configured response. As this occurred during prime, the perfusion team elected to use a back-up perfusion system and the small pump was not actually used during cardiopulmonary bypass.

Manufacturer narrative:
The clinical review information of follow-up_01 is not related to this complaint device. Please disregard that information. The reported complaint was confirmed. The original pump stop (arterial pump) complaint is identified in (B)(4) / medwatch #1828100-2017-00015 and investigation will be completed in that complaint. The small roller pump stopped as it is configured to stop if the arterial pump stops. The pump work as intended.